Event description:
The customer reported that the iris will not fluoro. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the collimator, moved the secondary filter a new collimator, adjusted and aligned the collimator, then verified the beam alignment. He checked the system operation by booting and making test fluoro exposures. The system operates as intended.